Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v509988, implanted: (B)(6) 2010, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ispr reported patient experienced sharp, crampy, nearly constant pain in the lower abdominal/suprapubic region. Ispr reported patient experienced retention, frequency and dysuria. Ongoing with no further action needed intervention: reprogramming* specify: reprograming date: (B)(6) 2011 programmer time: 1313 report uploaded: yes / intervention: medication adjustment, specify medication, dose, route of administration specify: lortab and tylenol# prn date: (B)(6) 2011 report uploaded: no / intervention: other intervention, specify: physical therapy date: (B)(6) 2011 report uploaded: no / intervention: medical or non-surgical therapy, specify: instillation clorpactin date: (B)(6) 2011 / intervention: medical or non-surgical therapy, specify: clorpactin instillation date: (B)(6) 2011 / intervention: medical or non-surgical therapy, specify: clorpactin instillation date: (B)(6) 2011 / intervention: medical or non-surgical therapy, specify: clorpactin instillation date: (B)(6) 2011 / intervention: medical or non-surgical therapy, specify: clorpactin instillation date: (B)(6) 2011 / diag type: other, specify diag specify: self reported diag results: self reported date: (B)(6) 2011 / programming/stimulation due to programming final prog date: (B)(6) 2010 final prog time: 1455 related to device or therapy: possibly related / related to implant procedure: unlikely related programmer time: 1313 report uploaded: yes / report uploaded: no / report uploaded: no / additional information received reported that patient had increased urinary dysfunction and lower abdominal/suprapubic pain. It was stated that the patient had issues with billing and refused to come back for treatment of her implantable neurostimulator (ins) and interstitial cystitis. Additional information from the clinical study reported that the patient had increased urinary dysfunction, including retention, frequency and dysuria. A decrease in efficacy was also noted on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
After further review it was determined that the description of the event problem required an update. The corrections were made to reflect a more comprehensive detail of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare profession in a clinical study report that a patient experienced sharp, crampy, nearly constant pain in the lower abdominal/suprapubic region on (B)(6)2011. The patient experienced retention, frequency, and dysuria. The event was ongoing as of (B)(6)2012. Interventions included reprogramming on (B)(6)2011, medication adjustment, including lortab and tylenol. The patient also received physical therapy. On (B)(6)2011, the patient received a chlorpactin instillation. The event was noted to be due to programming and possibly related to the device or therapy, and unlikely related to the procedure. A decrease of efficacy was reported on (B)(6)2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via the rep indicated that the cause of the increased urinary dysfunction was not determined. The baseline history notes included urgency-frequency and interstitial cystitis. There was no mention of clorpactin installation in the baseline history notes. The event was listed as ongoing with no further action needed. There were no further complications reported as a result of this event.